Event description:
A nurse reported that the vitrector failed to cut while aspirating during a vitrectomy. The patient had a retinal detachment. Additional information has been requested.

Event description:
Additional information was received which indicated that the retinal detachment of the left eye was repaired with laser/gas injection during the initial planned pars plana vitrectomy, membrane peel procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No anomalies were found during the device history record reviews. The product was released based on manufacturer's acceptance criteria. A complaint lot history examination indicates there were no other complaints for this reported issue. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle has an obvious bend just above the stiffener sleeve. The cutter is in the closed position. Actuation and aspiration testing was performed and deemed nonconforming. The cutter remained in the closed position with no movement. The probe was disassembled. The inner cutter could not be removed due to the severely bent needle. The inner cutter is separated from the coupling. The root cause for the separation of components was due poor bonding between the inner cutter and the coupling. An internal investigation has been initiated to mitigate the component separation. (B)(4).